Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 442-463 (mg/dl). It was also reported that the pump speaker volume was low; however, customer also mentioned they are possibly hearing impaired. Reportedly, the customer had an MRI procedure that lasted 4 hours during which time, the customer was disconnected from the pump. A correction bolus was delivered to address bg levels; however, system check with tandem technical support indicated an incomplete bolus alert in the pump history. During troubleshooting, customer was guided through delivering a correction bolus successfully. It was indicated that the current pump would continue to be used for diabetes management.